Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent micro-switch was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The unit would not switch to mechanical ventilation on the first attempt. Mechanical ventilation was restored after the bag/vent switch was toggled a second time. There is no report of patient injury.